Manufacturer narrative:
The customer did not provide patient demographics such as the weight of the patient. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient on their unicel dxi 800 access immunoassay system (serial number (B)(4)).the customer reported the first sample from the patient produced an access accutni+3 result that was above the normal reference range of the assay. The second sample from the same patient produced an elevated access accutni+3 result, above the assay's normal reference range. The customer repeated the sample several times on the same unicel dxi 800 access immunoassay system and obtained lower results, above the normal reference range of the assay. The customer repeat tested the sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results, above the normal reference range of the assay. The customer stated the elevated access accutni+3 result was released from the lab. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), access accutni+3 calibration and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes and centrifuged at 3500 revolutions per minute (rpm) for ten (10) minutes. The customer did not note any issues with sample integrity.